Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product. Healthcare professional later reported rupture. Device has been explanted.